Event description:
The continuous glucose monitor for the freestyle libre 2 failed to track and warn of dangerously low blood sugar issues over a 12 hour span. A previous cgm failed to function entirely, while a third had several hour spans that failed to track and alarm when blood sugar became dangerous. FDA safety report ID# (B)(4).